Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited failure to interrogate showing no radio frequency (rf) telemetry. Patient was brought into clinic to troubleshoot rf telemetry. Updating the device cyber security package fixed the rf anomaly. No patient consequences.